Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed backup vvi. An asymptomatic patient presented in clinic for troubleshooting. A device image was not sent for further investigation. A device download was performed successfully.